Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a suture was used. During surgery, the suture was detached from the needle during continuous suturing. It was not a control release needle. The suture foil was opened and while the surgeon was about to use it and pulled the suture thread along its length the foil broke. The procedure was completed with a replacement device. There were no adverse patient consequences reported.